Event description:
It was reported that there were no field allegations made against the performance of this insertable cardiac monitor (icm) device. The device was explanted after being implanted and in-service for approximately one year and nine months. The device was returned, and device analysis was completed. No adverse patient effects were reported.

Manufacturer narrative:
Field g4: premarket / 510(k) # is k193473, k210608 - reported here as the premarket number exceeded character limit for designated field. This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. A review of stored latitude data found the battery had depleted faster than expected. Low voltage errors were also present. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in a premature depletion of the battery. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.